Manufacturer narrative:
A visual evaluation of the returned percuflex plus ureteral stent found that the device was torn from the distal tip at 4 locations. Each tear was peeled back 6 to 7 mm from original tube od location. In addition, kinks were found near the proximal end and near the distal tip. The distal tip also badly deformed out of round and the suture was torn from the stent. Based on the evaluation and condition of the returned device the most probable root cause is "operational context." The complaint is associated with a product that meets the bsc design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure performance was limited.

Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that a percuflex plus stent was used to treat a patient with obstructive uropathy. According to the complainant, while using direct visualization, the physician had difficulty advancing the stent over the guidewire in a patient with tortuous anatomy. It was reported that the stent became damaged when the physician tried to remove the stent from the scope. The procedure was not completed due to the same device being unavailable. The patient was reported to be in "stable" condition at the conclusion of the procedure.